Event description:
Customer reported that his insulin pump stopped working. Customer's blood glucose level is 168 mg/dl. Customer was just trained in the device. He reporting excessive no delivery alarms. He stated that he ran five units of insulin through the device and is currently disconnected. When he disconnected from the device, the cannula was not bent. Customer was assisted with changing his infusion set, and a replacement infusion set was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.